Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with umbilical and right inguinal hernias thereby underwent open repair with implant of kugel hernia patch (device 1) and 2 synthetic meshes. Per op notes, ¿on the right inguinal region, 2 direct hernia defects were noted at direct space and second one located above the level of internal ring. Both the defects were reduced. A kugel hernia patch (device 1) and a synthetic mesh was placed and sutured. Umbilical hernia defect was identified and excised. A synthetic mesh was placed and sutured.¿ on (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio st (device 2). Per op notes, ¿old hernia scar along the inferior border of umbilicus was opened. The hernia sac was encountered and dissected out. The prior synthetic mesh was noted and excised along with hernia sac. A ventrio st (device 2) was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, UDI no), g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.